Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working properly and not responding to touch at the center, top, and bottom of the display. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse), and the customer verified the problem via the touchscreen diagnostics page after touchscreen calibration. The rse provided the customer with the part number for the touchscreen, and the customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.